Manufacturer narrative:
H.3. And h.6. It was reported to philips that the defibrillator was able to pick up the patient's rhythm and showed ventricular fibrillation (vf)but the device would not charge energy to shock the patient. The pads were then changed but this did not resolve the symptom. On (B)(6)2017 at 4:42 am a 55-year-old, obese, male patient was treated for cardiac arrest by paramedics. The biomed reported that following events: the initial call was for a patient [?]fitting' although likely to be hypoxia related as no previous history of seizures. There was no significant previous medical history with the exception of the patient did have an implanted pacemaker which was reported to be functioning during the resuscitation with an underlying rhythm of asystole. The patient was pronounced life extinct at scene. This was agreed by 4 clinicians who attended and undertook a prolonged resuscitation attempt. The patient outcome was not attributed to a device failure as a second device was immediately available and applied which functioned appropriately. A review of the rhythm strips shows that the device was initially in AED mode but prior to the pads being applied on the patient, the device was switched to manual mode. The pads leads rhythm displayed asystole with pacing spikes from the patient's internal pacemaker. The rhythm strip episode lasts almost 20 minutes with no change in the patient's rhythm and no shocked attempted. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery. The battery was replaced and the device passed all performance assurance testing and was placed back in service. This was a malfunction of the battery. There is no indication of a systemic problem; no further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Updated to reflect the serious injury. Patient information has been requested.

Event description:
It was reported to philips that the defibrillator was able to pick up the patient¿s rhythm and showed ventricular fibrillation (vf) but the device would not charge energy to shock the patient. The pads were then changed but this did not resolve the symptom. The involved patient¿s heart rhythm was observed to be ventricular fibrillation (vf) requiring defibrillation. When the device failed to deliver the treatment, the users continued administering manual CPR. The outcome of the patient was not reported. Philips will therefore consider this as a serious injury pending confirmation of outcome, additional information has been requested.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the issue with the ECG trace. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.